Event description:
Information received indicates when the brakes were engaged, the brake caster would still swivel.

Manufacturer narrative:
The technician found the brake caster was out of adjustment. He adjusted the brake caster to repair the bed.